Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2006, the patient presented with intermittent back pain that radiated down her right leg. On (B)(6) 2006, the surgeon performmed an l4-s1 fusion surgery on the patient. Rhbmp-2/acs was used in the patient and two rods were installed in her back. Further following the surgery, the patient experienced lower back and right leg pain that was worse than the pain prior to surgery. Patient's right leg has now become paralyzed and gives out on her. Patient now experiences constant pain that has increased in intensity and duration since undergoing surgery.